Event description:
Non capture @ max. Output 8.1v and low ohms in bipolar. Unipolar ohms @ 237-257. Unipolar capture still present. Intermittent unipolar oversensing of non cardiac signals and undersensing.